Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump passed the upstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation determined that for precautionary measures that the ultrasonic sensor requires calibration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.